Manufacturer narrative:
The investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified as the cartridge was not returned and a different issue was identified.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Supply changes were performed resolving the alarms. Customer's blood glucose was approximately 450 mg/dl. The customer reverted to manual injections for insulin therapy.